Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available a follow-up report will be provided.

Event description:
Revision surgery needed as planned outcome was not met.